Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). They were unable to perform basic occlusion, occlusion and excessive no delivery tests due to the prime/fill anomaly. The pump passed the displacement test. There was no motor anomaly. The motor tested okay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that the pump was unable to prime. The incident was reported via phone call. Blood glucose at the time of incident was 183mg/dl. The customer stated that the pump quit working and will not prime. The customer stated that there had been no alarms or anything. He tried to prime with the reservoir out of the pump but it still did not prime. It would start then stop. The customer tried to prime a dozen times. The customer stated that he had manual shots and injections as backup. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.